Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during sleeve gastrectomy, the device was having poor staple formation. There was 1 staple with a leg sticking out as though it had not formed at all. The surgeon removed that staple. On the specimen side of the stomach in approximately the same location along the staple line, there were 2 staples that didn't look completely formed into b-shapes. There were also 2 pieces of what looked like hair. One of the pieces was laying across the staple line in the area where there was an unformed staple, and the other piece of hair was sticking onto the jaws of the staple reload. There were also what appeared to be a couple staples in the crotch of the staple line on the stomach. The surgeon over sewed the staple line in the malformed area to complete the procedure. A gore seamguard brand reinforcement material was used in conjunction with the stapling device. No patient injury has been noted.